Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported [ER visit/hospitalization] and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide, model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient was admitted to the emergency room due to having nausea and vomiting and her blood glucose level around 400 mg/dl. The customer's mother reports her daughter might have stomach issues as she had thrown up. The patient was diagnosed with acute hyperglycemia and treated with zofran and an intravenous fluid which is unknown. The next day the patient removed the pod, her blood glucose level had gone down and she was discharged from the hospital. No medications were prescribed after the event.